Event description:
Reportedly, this pump had been serviced by biomed at the hospital and new labels were applied to the front panel location on the pump at that time. Two weeks later the anesthesia dept noted that this pump was running faster than expected. There was no reported pt difficulty. After the overinfusion was reported, biomed assessed that a control knob label was on the pump backwards.